Manufacturer narrative:
Source corrected from consumer to health professional.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Nurse from emergency room reported that a patient had been to the emergency room for low blood glucose (bg) levels while wearing the pod on infusion site (arm). Patient was admitted to the emergency room for like 6 hours and treated with intravenous and patient took glucose tabs. The health care provider (hcp) altered night time rates, lowered them from 1.75 units to 1.5 units, in the emergency room it is now 1.65 units. After patient was released patient can move back to 1.65 units due to being high after the incident at night time basal. Patient took glucose tabs prior to going to the emergency room. The patient was fairly active in the afternoon.